Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was changed to the "general" group after the software upgrade was completed. The bme had to manually reset the group. In addition, when the bme went into the patient discharge list the cns crashed and had to be rebooted. No patient harm was reported. Logs from the time of the event were pulled and sent into nihon kohden for review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was changed to the "general" group after the software upgrade was completed. The bme had to manually reset the group. In addition, when the bme went into the patient discharge list the cns crashed and had to be rebooted. No patient harm was reported. Logs from the time of the event were pulled and sent into nihon kohden for review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #2 on 10/16/2023 emailed customer via microsoft outlook for all items under the no information section. Reply was received from the biomed who stated "I am not able to provide any of the requested patient demographic information nor concomitant medical device information.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the central nurse's station (cns) was changed to the "general" group after the software upgrade was completed. The bme had to manually reset the group. In addition, when the bme went into the patient discharge list the cns crashed and had to be rebooted. No patient harm was reported. Logs from the time of the event were pulled and sent into nihon kohden for review. Investigation summary: review of the logs by nkc found they were unable to confirm or duplicate the reported issues. A secondary issue of pop-ups, shown during the software installation process was found however, the pop ups did not cause any issues nor prevent the software upgrade from being completed. The pop-ups shown may have been due to file corruption. Also, when corruption occurs, it can lead to settings being reverted to default as well. Although a root cause of how corruption possibly occurred, it could not be definitively determined. The corruption can be due to an unexpected shutdown/power related issue (power outage, sudden surge in power/power loss), and/or an ungraceful exit (due to a user error), resulting in possible corruption. Due to possible corruption of the os (operating system) file, we asked the customer to consider performing a clean installation, from the os to resolve the issue. No other similar issues for this serial number device have been reported by this facility.there is no indication of improper/inadequate device design, since there has been no significant trend for this issue. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 10/13/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/16/2023 emailed customer via microsoft outlook for all items under the no information section. Reply was received from the biomed who stated "I am not able to provide any of the requested patient demographic information nor concomitant medical device information".

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was changed to the "general" group after the software upgrade was completed. The bme had to manually reset the group. In addition, when the bme went into the patient discharge list the cns crashed and had to be rebooted. No patient harm was reported. Logs from the time of the event were pulled and sent into nihon kohden for review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was changed to the "general" group after the software upgrade was completed. The bme had to manually reset the group. In addition, when the bme went into the patient discharge list the cns crashed and had to be rebooted. No patient harm was reported. Logs from the time of the event were pulled and sent into nihon kohden for review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.